Manufacturer narrative:
(B)(4).

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed, however analysis was not performed. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.